Manufacturer narrative:
Currently the actual device is not available as it is still implanted in patient. In the mean time, internal investigations are in progress but not yet complete. (B)(4): device still implanted.

Manufacturer narrative:
The product was not returned for investigation, but a picture of the x-ray was received based on which the reported event could be confirmed. Based on the performed investigation, it was found that the plate was not indicated for the particular use. The root cause for the reported event can be attributed to a user related issue. Based on statistical evaluation, no indications were found for any systematic design, material or manufacturing related issue. Device not returned.

Event description:
Plate broke 3-4 weeks after initial surgery. A CT scan showed that the plate had snapped in half.

Event description:
Plate broke 3-4 weeks after initial surgery. A CT scan showed that the plate had snapped in half.